Event description:
In 2007, patient was undergoing an angioplasty procedure. During this time, the balloon ruptured. When the physician was removing the balloon with the markers, it dislodged from its sheath. Patient had to undergo additional procedure to remove the balloon.

Manufacturer narrative:
Evaluation: still under investigation.